Event description:
It was reported that the chain of the frontal gantry has broken, causing an unexpected rotational movement of the gantry. No injury has been reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.